Event description:
It was reported that during a radical nephrectomy, during the dissection of the perinephric, it was noticed that the tip of the device was broken. There was no patient consequence. Unk how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure".